Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The process of patient fixation is under the responsibility of the operator. That includes the table top, the mattress, fixation accessories, the alignment of the material and the patient on the table and a proper execution or fixation performed by the operator including spending appropriate attention to the patient depending e.g. His responsibility. Therefore, there is no indication of a system malfunction and this event is considered to be a user error.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis dtc system. During a clinical procedure, the lead shield fell onto the nurses foot, resulting in a fracture to the toe. It is not known what medical treatment was provided. We are unaware of any impact to the state of health of the patient involved.